Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation approximately in (B)(6) 2019. Manufacturer representative interrogated the device and found it was unable to communicate with external devices, where the device would no longer charge. To address the issue patient underwent surgical intervention where in the ipg was replaced and effective therapy was achieved postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.